Manufacturer narrative:
Product event summary: further analysis was unable to confirm the customer comments that the programmer initiated the emergency mode when not required. As a preventative, the programmer hard drive was reconfigured, system software was reloaded and updated, and the emergency switch assembly was replaced. It was also indicated that the system fan and printer were noisy. These components were replaced and the programmer passed final functional and systems tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the power was changed. (B)(4).

Event description:
It was reported that the programmer showed an error code and the programmer initiates emergency mode sometimes when it is not required. The programmer was returned for servicing. There was no patient involvement.